Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating that there was a speaker malfunction inop message and the device did not produce sound. The device was not in use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Philips remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.